Manufacturer narrative:
Conclusion: the report event of autoreducing was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Additional information indicates the lead was explanted.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-13562. It was reported the patient experienced ineffective stimulation of one lead. Diagnostics indicated autoreducing due to high impedances. In turn, MRI mode could not be enabled. Surgical intervention may be pending.